Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin unexpected restart. A cold reset was performed. The customer¿s blood glucose was 103 mg/dl at the time of the incident. Customer states that they were able to clear the alarm and able to rewind the pump. Customer also states that the alarm occurred again. The insulin pump will be returned for analysis.